Event description:
It was reported that the device was at elective replacement indicator and lasted less than 4 years. Premature battery depletion is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 5568-53 implantable pacing lead 2000 (B)(6); 4047 competitor implantable pacing lead 2009 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary :the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device was at elective replacement indicator and lasted less than 4 years. Premature battery depletion is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.